Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: fan stopped during the ventilation, however, the ventilator was still working. The patient was moved to another ventilator. No harm to the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the analysis of the logifles and the investigation of the device confirmed that the root cause of the incident was a defective 12v fan (part n° msp161531). The technician on site exchanged the fan and ran all required system checks successfully. The device functioned as intended and is back in use again. This incident occurred while a patient was connected to the device but the ventilation continued at all times. However, since the user exchanged the ventilator for another one this case was assessed reportable. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: fan stopped during the ventilation, however, the ventilator was still working. The patient was moved to another ventilator. No harm to the patient occured.